Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However there was the possibility that this phenomenon was attributed to the inappropriate or insufficient handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
The field service engineer of olympus found at the facility that the subject device had been reprocessed with non-olympus automated endoscope reprocessor model endoclens using expired disinfectant. The reprocessor was issuing the alarm need to exchange the disinfectant. There was no report of patient injury and/or infection associated with this event. Also there was no report of positive for microbiological testing of the subject device.